Manufacturer narrative:
This complaint is still under investigation. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient x-rays finds evidence to suggest bone ingrowth and osseointegration of the acetabular components. The complaint stated elevated ion levels and pain, neither of which can be confirmed based on these x-rays alone. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Confirmed revision of pinnacle hip. Reason for revision high metal ion levels and pain.

Event description:
Update apr 25, 2013: pinnacle snapshots received. There is no new information added that changes the MDR decision. Updated product and lot information. This complaint was updated on sep 29, 2017.

Manufacturer narrative:
Information received from (b)(4. Confirmed revision of pinnacle hip. Reason for revision high metal ion levels and pain. Update (B)(4) 2013: pinnacle snapshots recieved. There is no new information. Updated product and lot information. This complaint was updated on: (B)(4) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.